Event description:
It was reported that a lead warning was triggered for high impedance on the right ventricular lead. No noise was seen during pocket manipulation and isometrics. A chest x-ray was performed and the physician feels that the pin is in the header and there does not appear to be a lead breach. The lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2014: during the procedure to replace the right ventricular lead, the lead tested yielded "excellent sensing, impedance, and threshold measurements." The device was replaced due to "potential device defect."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: product ID: 694758, serial# (B)(4), implanted: (B)(6) 2008; 694758, lead, implanted: (B)(6) 2008; 5076-45, lead, implanted: (B)(6) 2008. (B)(4).